Event description:
It was reported by a customer on (B)(6) 2011 the fiber stopped working for an unk reason at 9,000 joules. The physician completed the procedure with turp. No pt injury was reported.